Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, only one port was functioning on the generator causing a delay in procedure. Pfr was attempted with two probes. However, it was not possible to activate one of the probes and only canal 2 was functioning. Canal 1, 3, and 4 were unable to be recognized by the generator. The probe was replaced, but the issue persisted. The procedure was able to be completed using one probe but a 30 minute procedure delay occurred. There were no adverse patient consequences.